Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia and insulin pump had a critical pump error. The customer did not know their blood glucose at the time of the incident. The customer's current blood glucose level was 560 mg/dl and treated with manual shots. The customer was feels a bit tingly and disoriented. The customer advised to consult doctor or run to the nearest hospital. It was unknown whether customer was using the auto mode or not. The insulin pump will be returned for analysis.